Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow up appointment, the physician noted "one edge of the device was close to the skin surface." There was no device erosion and the patient was not experiencing any symptoms; however, the physician determined the device pocket should be revised. A pocket revision was performed and the device remains in use. No patient complications have been reported as a result of this event.